Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances, and subsequently the patient experienced frequent charging of their scs implantable pulse generator (ipg). In addition, the patient received inadequate stimulation due to the impedances. The patient underwent a revision procedure in which the lead was replaced, the ipg was not revised. The patient was doing fine postoperatively. The explanted lead will not be returned as consent was not received by the patient and hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-ipg-r-MRI, upn m365sc12320, model sc-1232, serial-lot (B)(6), batch 513306.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances, and subsequently the patient experienced frequent charging of their scs implantable pulse generator (ipg). In addition, the patient received inadequate stimulation due to the impedances. The patient underwent a revision procedure in which the lead was replaced, the ipg was not revised. The patient was doing fine postoperatively. The explanted lead will not be returned as consent was not received by the patient and hospital.

Manufacturer narrative:
Update to block h6 evaluation conclusion codes. Additional suspect medical device components involved in the event. Product family scs-ipg-r-MRI. Upn m365sc12320. Model sc-1232. Serial-lot (B)(6). Batch 513306.